Event description:
It was reported that (1) device was used during a formation of stomach tube. It was reported by the affiliate that the tct75 instrument could not be fired due to lockout. A new stapler was used to complete the case. There was no consequence to the pt.